Event description:
There was leaking during high pressure injection between the stopcock and the high pressure tubing. There was no harm to the pt or the clinicians.

Manufacturer narrative:
Device evaluation: the suspect device was returned to merit for evaluation. The complaint was confirmed. The device was pressurized to 28 atm and no leaks were observed. Upon examination under a microscope a crack was found at the female lure of the tubing. The failure may be due to over tightening during the uv bonding process. This is an unusual occurrence. Merit monitors events of this type, and no significant increase in occurrence has been noted.